Event description:
During placement, the tube was inserted incorrectly, so the physician decided to re-do the procedure. The physician pulled on the tube to remove it. The internal bumper separated from the tube and became embedded in the pt's abdominal wall. The pt was taken to surgery where the bumper was successfully removed. Physician attempted to insert a surgical tube, but there was leakage around the site and into the peritoneum. The tube was removed and the site oversewn. The pt recovered fully with no peritonitis and no antibiotics.